Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of ¿image noise¿ was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the image noise was unable to be reproduced. Visual inspection found no abnormalities and the device was working according to the instruction manual. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the 4k uhd lcd monitor was noisy. The issue occurred during a therapeutic procedure. The noise occurred periodically and at a low frequency. The issue did not occur for about a week after the troubleshooting equipment was installed. The wiring route had the video system connected to a surgical monitor and the lcd monitor in series using sdi cables. Only the lcd monitor generated noise and the noise still occurred after replacing the sdi cables up to the monitor. A similar device was used to complete the procedure. There were no reports of patient harm.